Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2023, the patient's mother reported that her child's infusion set's tubing connection broke during the night due to this issue the patient experienced high blood glucose level and diabetic ketoacidosis. No further information available.